Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Reportedly, the customer required assistance and was given a manual injection by a family member. Recommendation was made to consult with a healthcare provider regarding diabetes management.